Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain, daily, severe'), rheumatoid arthritis ('rheumatoid arthritis'), syncope ('fainting spells'), drop attacks ('drop attacks'), menorrhagia ('abnormal bleeding ( menorrhagia )') and staphylococcal infection ('staph infections') in a (B)(6) female patient who had essure (batch no. C06515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "diagnostic hysteroscopy with endometrial ablation" on (B)(6) 2015. The patient's medical history included uterine fibroids, bicornuate uterus and menometrorrhagia (thermal endometrial ablation on (B)(6) 2015). Concurrent conditions included depression. Concomitant products included ethinylestradiol;levonorgestrel (ovral-lo) since 2015 to (B)(6) 2015 for birth control and escitalopram oxalate (lexapro) since (B)(6) 2015 for depression. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), depression ("depression"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant) and furuncle ("boils"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced syncope (seriousness criterion medically significant) and dizziness ("dizziness"). On an unknown date, the patient experienced drop attacks (seriousness criterion medically significant), neck pain ("neck pain"), pain in extremity ("left leg, feet pain"), spinal disorder ("spinal") and nervous system disorder ("neurovascular"). The patient was treated with celecoxib (celebrex), famciclovir (famvir), hydroxychloroquine, methotrexate and surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, hot flush, depression and fibromyalgia was resolving, the rheumatoid arthritis, staphylococcal infection and furuncle had resolved and the syncope, drop attacks, menorrhagia, dysmenorrhoea, allergy to metals, vaginal haemorrhage, neck pain, bladder disorder, urinary tract disorder, migraine, dizziness, fatigue, alopecia, pain in extremity, spinal disorder and nervous system disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, depression, dizziness, drop attacks, dysmenorrhoea, fatigue, fibromyalgia, furuncle, hot flush, menorrhagia, migraine, neck pain, nervous system disorder, pain in extremity, rheumatoid arthritis, spinal disorder, staphylococcal infection, syncope, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: staph infections and boils resolved 3 months after essure removal, immediate decrease for pain from rheumatoid arthritis, fibromyalgia, hot flushes, and depression (the latter almost resolved). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: essure insertion procedure with endometrial hydrthermal ablation. Of the uterine cavity noted mild bicornuate uterus verse significant arcuate uterus. 2cm submucosal fibroid seen at right midline of anterior uterine submucosal wall. Both ostia were seen easily identified. Essure coils were placed and bilateral ostia the patient's left side first follow the right side three coils were seen on both sides. 4mm scope removed. Laparotomy - on (B)(6) 2018: diagnoses: abnormal uterine bleeding, symptomatic uterine myoma, history of bicornuate uterus, status post ablation, significant colonic adhesions posteriorly. Pathology test - on (B)(6) 2018: uterus and fallopian tubes, microscopic examination: endometrium: proliferative without atypia. Myometrium: prolapsed submucosal leiomyoma, multiple intramural leiomyomata, adenomyosis. Cervix: no significant histological abnormalities, no dysplasia. Right and left ovary: benign with cortical atrophy and few cortical inclusion cysts. Right fallopian tube: no significant histological abnormalities. Left fallopian tube: tubo-ovarian adhesion with focal endometriosis. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet and medical records received: lot number, concomitant medication, previous event injury deleted, new events added: hot flashes, abnormal bleeding (vaginal, menorrhagia), infection/ staff and boils, depression, ra, fibromyalgia, bladder or urinary problems or changes, migraines /headaches, dizzy, drop attacks, nickel allergy, dysmenorrhea (cramping), pain, fatigue, hair loss, neck pain, low back pain, left leg, feet pain, spinal and neurovascular. New reporter, patient demographic, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low back pain, daily, severe'), rheumatoid arthritis ('rheumatoid arthritis'), syncope ('fainting spells'), drop attacks ('drop attacks'), menorrhagia ('abnormal bleeding ( menorrhagia )') and staphylococcal infection ('staph infections') in a 43-year-old female patient who had essure (batch no. C06515) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "diagnostic hysteroscopy with endometrial ablation" on (B)(6) 2015. The patient's medical history included uterine fibroids, bicornuate uterus and menometrorrhagia (thermal endometrial ablation on (B)(6) 2015). Concurrent conditions included depression. Concomitant products included ethinylestradiol;levonorgestrel since 2015 to (B)(6) 2015 for birth control and escitalopram oxalate (lexapro) since (B)(6) 2015 for depression. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia )"). In (B)(6) 2015, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), hot flush ("hot flashes"), depression ("depression"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced back pain (seriousness criteria medically significant and intervention required), staphylococcal infection (seriousness criterion medically significant) and furuncle ("boils"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient experienced syncope (seriousness criterion medically significant) and dizziness ("dizziness"). On an unknown date, the patient experienced drop attacks (seriousness criterion medically significant), neck pain ("neck pain"), pain in extremity ("left leg, feet pain"), spinal disorder ("spinal") and nervous system disorder ("neurovasular"). The patient was treated with celecoxib (celebrex), famciclovir (famvir), hydroxychloroquine, methotrexate and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, hot flush, depression and fibromyalgia was resolving, the rheumatoid arthritis, staphylococcal infection and furuncle had resolved and the syncope, drop attacks, menorrhagia, dysmenorrhoea, allergy to metals, vaginal haemorrhage, neck pain, bladder disorder, urinary tract disorder, migraine, dizziness, fatigue, alopecia, pain in extremity, spinal disorder and nervous system disorder outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, depression, dizziness, drop attacks, dysmenorrhoea, fatigue, fibromyalgia, furuncle, hot flush, menorrhagia, migraine, neck pain, nervous system disorder, pain in extremity, rheumatoid arthritis, spinal disorder, staphylococcal infection, syncope, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: staph infections and boils resolved 3 months after essure removal, immediate decrease for pain from rheumatoid arthritis, fibromyalgia, hot flushes, and depression (the latter almost resolved). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Hysteroscopy - on (B)(6) 2015: essure insertion procedure with endometrial hydrthermal ablation. Of the uterine cavity noted mild bicornuate uterus verse significant arcuate uterus. 2cm submucosal fibroid seen at right midline of anterior uterine submucosal wall. Both ostia were seen easily identified. Essure coils were placed and bilateral ostia the patient's left side first follow the right side three coils were seen on both sides. 4mm scope removed. Laparotomy - on (B)(6) 2018: diagnoses: abnormal uterine bleeding, symptomatic uterine myoma, history of bicornuate uterus, status post ablation, significant colonic ahdhesions posteriorly. Pathology test - on (B)(6) 2018: uterus and fallopian tubes, microscopic examination: endometrium: proliferative without atypia. Myometrium: prolapsed submucosal leiomyoma, multiple intramural leiomyomata, adenomyosis. Cervix: no significant histological abnormalities, no dysplasia. Right and left ovary: benign with cortical atrophy and few cortical inclusion cysts. Right fallopian tube: no significant histological abnormalities. Left fallopian tube: tubo-ovarian adhesion with focal endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.